Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized on two occasions due to low blood glucose levels and once for gastroparesis. Customer's blood glucose at the time of the incident was 22 mg/dl. Customer's current blood glucose level was 112 mg/dl. Customer was wearing the insulin pump at the time of hospitalization all three times. Customer reported that she was diagnosed with breast cancer and was hospitalized for (B)(6) in her left breast. The insulin pump did not undergo functionality testing or troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.